Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a casing/condition (moisture ingress) issue; moisture behind the display lens. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2017 with the following findings: during investigation, there was evidence of moisture behind the display lens. A leak test failed due to case crack leak. The pump was opened and there was evidence of moisture on the main printed circuit board and transceiver. The battery compartment was found to be cracked.